Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high shock impedance measurement of 126 ohms. The lead remains in service. No adverse patient effects were reported.